Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
Noise was reported on the lead. No therapies were delivered because the episodes were aborted. Capture was consistent but the r-waves varied.